Event description:
A vns pt's parent called and reported that ever since his daughter was implanted with the vns, she has had an increase in seizures above baseline. He reported she was at the lowest settings because she was recently implanted. Additionally, it was reported that she was not feeling stimulation and did not have any pain. No pt or physician follow up info was provided so further investigation cannot be performed.